Event description:
A customer contacted beckman coulter inc (bci) regarding erroneously elevated accutni results generated by the unicel dxi 800 access immunoassay system for one pt. Customer tested a pt sample for accutni and obtained a result of 1.06ng/ml and it repeated at 0.45ng/ml. Another sample was obtained from this pt and tested for accutni and it gave a result of 2.22ng/ml and a repeat result of 0.14ng/ml. Erroneous results were reported outside the laboratory. The customer did not report pt injury requiring medical intervention or change to pt treatment attributed or connected with this event.

Manufacturer narrative:
Samples were collected in green top tubes. The instrument was performing within qc specifications. A field service engineer (fse) was on-site in 2008: fse performed a system check and precision and carryover testing. Fse noted no instrument problems were found. The customer contacted cts (customer technical service) three days later, requesting pre-analytical sample handling info which was sent. Four days later, cts contacted the customer to follow-up on the event and the customer reported no further incidents and that the instrument was running well. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.